Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock lead impedance measurements on the right ventricular (rv) lead. A defibrillation threshold (dft) testing was performed and it was noted that the dft failed to convert. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the ICD was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.